Manufacturer narrative:
H3: product analysis found that the pre-repair temperature test could not be performed. The bearing was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the indigo attachment was heating. The overheating was noticed when used for less than one minute. It was run at a speed of 60000 rpm in forward mode with no irrigation being used. There was no patient involved.